Manufacturer narrative:
The glidescope core 15-inch monitor was returned to verathon for evaluation. A verathon technical service representative evaluated the returned core 15-inch monitor and was unable to confirm the reported image failure. The technical service representative connected the customer's core monitor to a known, good, test cable and a known, good, test 5.8 bflex bronchoscope in both the a and b ports. The technical service representative then reversed which end of test cable was connected to the bflex bronchoscope and which was connected to the customer's core monitor. The video image remained constant during testing. The camera image quality test was performed and passed. On completion of evaluation, the glidescope core 15-inch monitor was sent to verathon medical canada for further analysis. A supplemental report will be submitted in accordance with 21 cfr 803.56 if additional information becomes available. Verathon will continue to monitor for trends.

Event description:
The customer reported that during a patient procedure, using a glidescope core 15-inch monitor, the image was a very dark red color when connected to a bflex 5.8 bronchoscope. The customer noted that the glidescope core quickconnect cable was swapped but the issue continued. No delay in the procedure, use of a backup device, or harm to the patient or user was reported.